Event description:
Infection occurred for pt with a total knee implant. I and d procedure was performed. Poly inset was removed, cleaned, and re-inserted.

Manufacturer narrative:
Infection occurred for pt with a total knee implant. I and d procedure was performed. Poly inset was removed, cleaned, and re-inserted. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.